Event description:
It was reported that the tubing was detached. Follow-up with customer indicated that the detached area was near the sensor. There were no patient complications reported.

Manufacturer narrative:
Device not returned.